Event description:
A us distributor contacted zoll to report that a patient developed a red sore on their back from the lifevest equipment. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s pharmacist recommended antiseptic spray for the skin irritation.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.